Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the hard drive on the central control monitor (ccm) would not boot-up. There was no pt involvement.